Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application froze with an hourglass symbol displayed, which remained for an hour after the interrogation of the leadless implantable pulse generator (ipg). It was noted that the session was unable to be ended. Troubleshooting steps were taken include swiping the application closed followed by a relaunch. Of the application in an attempt to resolve the issue. However, on relaunching the application it was noted that the reports had not saved. Further troubleshooting steps were taken to perform a reinterrogation of the leadless ipg to resolve the issue. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.4.